Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of malaise, abdominal discomfort, abdominal pain, tachycardia and iipv which warranted hospitalization in the ICU. After reviewing the patient¿s treatment data and the limited follow-up from the pdrn, there is enough evidence to conclude an iipv event occurred, which caused or contributed to the patient¿s malaise, abdominal discomfort and abdominal pain. The etiology of the tachycardia is unknown; therefore, causality cannot be established. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. Due to the lack of information surrounding the iipv event, no patient data, no discharge summary and no manufacturer evaluation of the suspect device; there is insufficient evidence to disassociate the device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading error warning alarms. The patient discontinued treatment during stat drain 1 due to the large drain. A review of the liberty select cycler data notes the patient drained 3268 ml of an expected 1391 ml. This drain volume is greater than 200% the patient's prescribed fill volume of 1300 ml. The patient began to feel discomfort and ill during treatment. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up the pdrn stated that the patient did not complete treatment and was admitted to intensive care unit (ICU) due to abdominal pain and tachycardia. The patient has not yet received a new cycler. The original cycler was reported to be available to be returned to the manufacturer for physical evaluation. Additional information was requested, however the pdrn declined to provide.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing found an alarm occurred during refurbishment process. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid there were no visual indication of particulates. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A go/no go gauge check was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the dried fluid could not be determined. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.